Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17097. It was reported that the patient presented for follow up with the pulse generator exhibiting a capture anomaly in which ventricular auto-capture had not appropriately detected loss of capture exhibited by the right ventricular lead. Programming interventions were made. The patient was in stable condition.